Event description:
It was reported that water pours out of the handpiece.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality investigation, loctite was missing on the threads of the knuckle which ensures the drill stays together and does not leak air/oil during usage.